Event description:
Bilateral tmj fossa and mandibular were implanted about 4 yrs ago. All pieces were explanted because the pt was experiencing pain and eventually a malocclusion occurred.

Manufacturer narrative:
From what was reported, the doctor found fossa screws loose on one side. The doctor hypothesized that because of overloading, the pt's bite was off so, the screws became loose. When explanted, visual inspection of the devices showed they were in good shape, and there was virtually no wear to the poly. They were not returned to the MFR because the pt is (B) (6) positive. Review of device history records show that lot released with no recorded anomaly or deviation. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent. See mdrs 1032347-2009-00001 to 0004, as all for same pt.